Event description:
We did a revision total knee for instability and avn of patella. We removed the patella and implanted a zimmer trabecular metal patella. There have been problems with subluxation and what I feel might be bad knee reaction to the material. Diagnosis or reason for use: avascular necrosis patella.